Manufacturer narrative:
Additional information noted the automated impella controller was received. Correspondingly, sections d9: device received by manufacturer with receipt date was updated accordingly. Investigation summary. Investigation was completed. Service history review noted there were no issues related to the complaint discovered when reviewing the product history of console ic9177. The root cause of the ¿system self check failure¿ was due to a power management circuit board component failure. H6 investigation type, findings and conclusion codes, along with the h6 component code, were updated accordingly based on the completed investigation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that the automated impella controller (aic) failed self check. No patient was involved. The procedure was successful with another device.